Event description:
It was reported that at follow up, high threshold and a decrease in sensing was observed. The lead was repositioned. Within hours of the repositioning, a patient alert was received. X-ray revealed the lead became dislodged into the right atrium. The lead was explanted and replaced four days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.